Manufacturer narrative:
Concomitant products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (10 mg at 4.14513 mg/day) , bupivacaine (20 mg at 8.29025 mg/day), and compounded baclofen (2000 mcg at 82.90255 mcg/day) via an implantable pump. It was reported the patient had uncontrolled, full body neuralgia on (B)(6) 2020. The it rate was increased. On (B)(6) 2020, the patient some improvement in rib pain. On (B)(6) 2021, the patient reported persistent pain with ptm activations. The next day, the bolus dose and bolus duration were decreased in preparation of catheter revision, as the patient reported increased back and abdominal pain with ptm activations. On (B)(6) 2021, the patient reported persistent pain and a burning sensation with ptm activations. Surgical observation revealed an inflammatory mass at the catheter tip. The catheter was spliced, replacing the spinal segment and repositioning the tip at t3. It was indicated the event was related to the device or therapy and related to the increased dose of hydromorphone, bupivacaine, and baclofen. On (B)(6) 2021, the patient denied any side effects following ptm activations and improved pain. The issue resolved without sequelae on (B)(6) 2021.